Manufacturer narrative:
The photo was sent to the vendor for evaluation. The vendor's investigation shows that a photo received from the customer shows a circular piece with light yellow color in the patient's eye, which matches the irrigation hole punch in yellow irrigation sleeves. A (scar) supplier corrective action request was opened by the supplier to address the reported issue on 18mar2024. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The sleeve is not available; therefore an evaluation cannot be performed. A review of a photo received from the reporter was performed. The photo shows a patient's eye with forceps pointing to a small, yellow, oval shaped particle in the eye. A review of the product specification sheet for the bl3124s irrigation sleeve found that the sleeve material is described as "yellow". The particle and the irrigation sleeve were not returned. A review of the device history record cannot be performed as the lot number was not provided. The investigation is underway.

Event description:
The user facility in france reported that during the procedure, a piece of the sleeve was in the patient 's eye. It was removed intraoperatively with no impact to the patient.